Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code. Investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Complaint letter and samples received. Consumer did not call first-sent letter instead. Verbatim from letter below. I have not spoken with the consumer and the consumer did not provide a phone number or email. "All these would not deliver my insulin. Used about 11-12 before was filled. Expensive waste. Would think qa would be much better" lot: 3227306, 3130662, 3130664 catalog: 32g x 5/32" date of event: unknown samples: yes cl.